Event description:
This case was reported by a facility in (B)(6) chile on 02 july 2024. Reporter states that once the exam was finished, moving the stretcher away from the scanning equipment, the pedestal for the optivantage dh injector was dragged until it became unstable causing the injector to fall over. The procedure was completed and there was no reported injury to patient or staff.

Manufacturer narrative:
Overall investigation summary: customer called service to check out the injector (just recently serviced) reporting that the ph had been damaged in a fall after use. Service engineer inspected the unit and noted a crack in both the top and bottom ph covers and a break of the tray on the pedestal. Unit was tested and found to be fully functional. The damage was aesthetic since the fall does not affect the normal operation of the equipment. Their flows, volumes and pressures are within factory parameters, so the equipment is functionally operational. The fall was not the fault of the equipment. Service provided a quote to customer to replaced damaged parts. Customer has not accepted the quote for part replacement. Service was told by customer that once the exam was finished, moving the stretcher away from the scanning equipment, the pedestal was dragged until it became unstable causing the injector to fall over. Impact assessment summary: no injury to the patient/user reported. Imdrf codes: b01; c07; d11. Root / probable cause code: damaged caused by user/facility equipment. Root / probable cause summary: refer to investigation summary. No additional CAPA required at this time. Guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management reviews to consider input for additional corrective action. Disposition summary: unit remained in service.